Manufacturer narrative:
There is no further information in regards to this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) and right ventricular (rv) leads exhibited high impedances of an unspecified nature. It was also noted that the leads were broken. The device was subsequently replaced along side the leads due to a depleted battery. No additional adverse patient effects were reported. This ra lead remains in service.